Event description:
It was reported that the customer experienced a delay in bolus delivery. There was no reported adverse impact to the customer's blood glucose level. Customer re-attempted the bolus delivery and issue was resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.